Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for blood glucose levels over 600 mg/dl. The daughter felt that the insulin pump was not delivering insulin. The insulin pump that the customer was wearing at the time of the hospitalization had already been replaced due to other issues. Therefore, troubleshooting was not possible. Nothing further was reported.